Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a laser induced thermal therapy (litt), it was reported that the patient experienced additional depression following the procedure. It was noted that the patient was prescribed an oral 10mg daily dose of lexapro. At a follow-up visit on (B)(6) "2018", it was noted that subjects emotions had leveled out following the administration of lexapro. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no allegation of deficiency against the ablation system.